Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during service performed by a getinge service technician (gst) the cardiosave intra-aortic balloon pump (iabp) was found to have a broken pneumatic interface module (pim). There was no patient involvement.

Manufacturer narrative:
Updated fields: b4,d9,g3,g6,h2,h3,h4,h6(type of investigation, investigation findings, component code,investigation conclusions), h10. Additional fields: e1(event site telephone: (B)(6)). It was reported that the cardiosave intra-aortic balloon pump (iabp) had a broken pneumatic interface module (pim). There was no patient involvement and there was no adverse event reported. A getinge field service engineer (fse) of repair center resolved the issue by replacing the pneumatic interface module (0997-00-1178). Fse then tested and calibrated the device and returned the device for clinical use. The defective components were received for further investigation. The failure analysis and testing dept. Received pneumatic interface module with a reported unit failure of a damaged pim. The fat performed a visual inspection and found the pim to have the nozzle protector broken. Please see attachment. Fat was able to verify the failure but no root cause able to be defined. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Aq. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a.